Event description:
Outpatient laser laparoscopy on 2/15/94. Readmitted as inpatient 2/18/94, with abdominal pain. Return to or for repair of perforated bowel, presumably from laser. This was not a laser malfunction per the surgery mgr.